Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "unable to calibrate the fiber-optic sensor." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes , health effect impact codes, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The fse replaced the fiber-optic board and lamps. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "unable to calibrate the fiber-optic sensor." No patient harm, serious injury or adverse event was reported.